Event description:
Healthcare professional reported that the valve was abandoned during implant. During placement of the sutures, the surgeon noticed a tear in one leaflet. There was no reported adverse effect to the pt and the valve was returned for eval.